Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio is anticipating the device return for evaluation and continues to investigate the reported failure. Physio- control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device depleted the installed battery charge prematurely. Further investigation found that the device was powering it self on and depleting the battery. There was no pt use associated with the event.